Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported a left side "having issues with the contour of breasts", "allergan textured implants", "dry eyes" ndr, "neck pain", "brain fog" ndr, "now for the last 12 months also dry painful peeling lips" ndr, depression and anxiety, stomach issues ndr, dry peeling cracking sore ndr. Patient later reported "auto immune problems ndr, breast implant illness, asymmetry, especially my left breast, large hard lump and distortion to the middle of my left chest, severe split lips and dry eyes and depression, mild inflammatory infiltrate, breast capsule via histopathology, membranous tissue, smooth lining, no cytologic atypia, no lymphocyte atypia is evident via macroscopic test". Healthcare professional additionally reported "capsular contracture baker grade iii". Patient undergone total capsulectomy. Device has been explanted and discarded.